Manufacturer narrative:
Concomitant medical products: 310c31 tissue valve, implanted:(B)(6) 2014.

Event description:
It was reported that the patient presented to the emergency room with complaints of fatigue and arm pain. A transmission observed the right atrial (ra) lead with suspected undersensing. The lead remains in use. No patient complications have been reported as a result of this event.